Event description:
It was reported that a half day infusor was leaking from the blue cap. This occurred after filling with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 09/24/2014 and 09/26/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with fluid noted inside the package. An untightened winged luer cap was noted during the visual inspection. A leak test was performed with the blue winged luer cap tightened and no leak was noted. The reported problem was not identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.